Event description:
It was reported that the patient underwent an initial left total knee arthroplasty. Approximately 6 months post-op, the patient was revised due to the locking screw backing out. The poly was revised. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). D10: unknown - unknown femoral component - unknown. Unknown - unknown tibial component - unknown. G2: foreign country: france. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The event is confirmed. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Radiographs were provided and reviewed by a health care professional. Review of the available records identified a left total knee arthroplasty with hinged modular components. There is disassembly of the components at the hinge post mechanism and the hinge extension pin is displaced in the lateral soft tissues. The tibial is laterally displaced in relation to the femur and polyethylene insert. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
His follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d1; d2; d4; g1; g3; g4; g6; h1; h2; h4. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; d9; g1; g3; g6; h1; h2; h6 product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. Visual examination of the returned product identified signs of use (dings, scratches) and is worn confirming complaint the threads are damaged but unable to confirm if reason backing out. Dimensional analysis of the product determined that the product, where measured, was conforming to its print specifications. Medical records were provided and reviewed by a healthcare professional. Review of the records state that a patient subsequently underwent a revision left total knee arthroplasty where the rhk poly insert was revised/replaced, while the femoral component, tibial component, and gentamicin cement were retained; the screw was also listed as explanted. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.